Event description:
A clinician contacted dexcom technical support on (B)(6) 2013, to report that upon removal of sensor from trial patient on (B)(6) 2013, the wire remained protruding from sensor insertion site. The patient was able to remove the wire from his skin. Dexcom sought to obtain cgm from clinician in order to investigate cgm readings around the time of the event but clinician is unable to send cgm at this time. At the time of the call to technical support, patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.